Event description:
It was reported that the device may have reached the recommended replacement time early. The right atrial (ra) lead dislodged, would not capture, and was programmed to a high output. The initial left ventricular lead had very high threshold for approximately one year before it was capped and replaced. The device was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk implantable cardioverter defibrillator (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010; 6935 implantable tachy lead (B)(6) 2010; 4296 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.